Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/19/2020. Investigation summary: it was reported packaging integrity. One partially open sample was returned for analysis. During visual inspection of the sample, the foil was partially open of the peelable area. The seal mark noted at the top and bottom foil which indicate that the package was sealed. Also, the width of the seal met with the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please provide photos of the package with the air leakage. No photo is available. But the seal of the package is incomplete. Where the air leakage was found? (Inside shipping box, inside implant box, directly on device?) No. Is it possible that the air leakage happened upon opening of device? No. Did this issue cause any procedural delay? If so, how long? No. Did this issue result in additional procedure for the patient? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and an absorbable hemostat was used. Air leakage was found on the package in the newly dispensed product when it was about to be used. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.